Event description:
A senior radiographer and a student were treating a pt with 4 fields, one of which involved the 2100c gantry being under the couch with lead shielding blocks on the accessory mount. The radiographer removed the lead blocks after the field treatment while the student selected auto setup mode from the hand pendant to move the gantry to the next position. At the same time the radiographer started to remove the accessory mount from the machine. This involved reaching with the arm between the gantry and the edge of the couch. The radiographer realized that the gantry may trap the arm and asked the student to "stop the gantry", but the student did not immediately release the motion enable bars on the pendant. The gantry continued to move and crushed the radiographer's arm. The gantry then collided with the couch. A second radiographer entered the room, grabbed the pendant from the student and moved the gantry in the opposite direction, freeing the first radiogarpher's arm. The radiographer was taken to emergency care, where it was determined that the arm was broken.